Event description:
It was reported the device will turn on and then shut off. Follow-up information received determined there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found the device would not power up. The cause was the main pcb (printed circuit board). The lead flex cover was also contaminated, and the battery contacts compressed. Two side bail covers, and the upper and lower cases were broken, and the ring was bent.